Manufacturer narrative:
Device is a combination product. Synergy ous mr 2.75 x 24mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found stent damage. Stent struts stretched, lifted, pulled distally and overlapping on the distal stent strut rows 1-12. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on (B)(6) 2019. It was reported that crossign difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. Following pre-dilatation, a 2.75 x 24 synergy drug-eluting stent was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.